Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, this tracheal tube was not used but it was being returned for investigation as the lot has had several cuff leaks. There was no patient involvement.